Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a blank display. The customer¿s blood glucose was 8.2 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons does not work. Customer stated that the insulin pump was exposed to water and would not turn on. Button error troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump was off. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, displacement test or verify button error alarm due to blank display. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and scratched case.